Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a resolute integrity drug eluting stent to treat severely tortuous and severely calcified lesion with 85-90% stenosis in the lad. No damage noted to the device packaging, no issues removing the device form the hoop/tray. Device was inspected with no issues noted. No issues when performing negative prep. Pre-dilatation was performed with 2x15 sprinter balloon. Resistance was encountered when advancing the device. While crossing the lesion, the stent was stuck in the lad coronary artery. The stent could not be moved forward or backward therefore the stent was inflated and opened where it was. The case was terminated. The stent dislodgement occurred during delivery to the lesion. The dislodged stent was not removed from the patient. Physician believes that the event was due to use of the device in difficult lesion morphology/anatomy. There was no patient harm or injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.